Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received on (B)(6) 2017 from a health care provider (hcp) reported the pump interrogation was examined on (B)(6) 2017, and the last change was (B)(6) 2017. The pump was shown to be on flex dose. The hcp stated the pump was not turned off. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid [5.0 mg/ml] at a dose of 0.580 mg/day at flex pattern monday through sunday via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported on (B)(6) 2017 that the patient was told the pump was turned off and that it should not have been turned off on (B)(6) 2017. It was stated that the clinic told the consumer to call the manufacturer to turn the pump back on and to look at the records to see when and why the pump was turned off. The consumer was redirected to the doctor and it was reviewed that the manufacturer was not able to connect to the pump to see when it was turned off and were not able to turn the pump back on. No symptoms were reported. It was noted that the patient was in the hospital from (B)(6) 2017 and stated that the patient was not in the hospital due to the device or therapy.